Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire and upon removal of sensor pod, sensor wire remained left behind at site of insertion on (B)(6) /2014. Patient's mother did not report any medical intervention at the time of contact with dexcom technical support.